Event description:
The device was used during a low anterior resection procedure. It was reported by the affiliate that the surgeon noticed leakage from the anastomosis. He over-stitched to avoid leakage. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with your proximate access 55 articulating linear stapler while performing a low anterior resection. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971694-1. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: condition of anvil, condition of anvil shroud, condition of cartridge, condition of earmuff, condition of head, and rotation; good. Condition of driver; good/extended. Firing lever position; open. Staples present; no. Trigger position; open. Functional tests & results: articulation, and instrument cycled; yes. Closure force; normal. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was returned in good physical condition. The instrument was then reloaded, cycled, fired, and formed all staples without incident. The staples were measured and were found to be within specifications. No conclusion could be reached as to why the reported "leakage from the anastomosis" occurred during surgery. Each instrument is evaluated during the assembly process to ensure that staples fire and form correctly. The staples may not form properly and leakage of the staple line may occur if the instrument is closed onto tissue which is thinner or thicker than the recommendation for proper operation. Co strives to understand each incident as it occurs in order to continuously improve the products.